Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 569 mg/dl at the time of incident the customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer reported following symptoms such as thirst and urinating for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the blood is seen at the site of adhesive. The insulin pump will be returned for analysis.